Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated insulin pump had blank display. The customer reports the screen of the insulin pump screen was blank and insulin pump had unexpected battery power loss alarm. The customer stated that alarm was clear. The customer treated for high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.